Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was evaluated and found that the cable was damaged. Therefore, the reported condition was confirmed. This is due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-testing the "cable was coming apart" from foot control device. The reporter stated that the insulation was damaged as well and that there were no exposed wires. There were no delays to a planned surgical procedure as a spare identical device was available for use. The exact date of the event was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.